Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date, the patient obtained the error 2 error message on the reported meter when the power button was pressed; he was unable to obtain a blood glucose reading. The patient continued to take his usual doses of the oral diabetes medications actos (pioglitzaone) 15 mg and glyburide 5 mg. On an unspecified date afterwards, the patient experienced the symptoms of weakness, shaking and dizziness. He did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.